Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed due to an intermittent pulse wire connection. Upon investigation the electrode belt failed a therapy electrode fall off test. There was also contamination found throughout the distribution node (dn) pca. The root cause for the intermittent connection was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.